Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 422 mg/dl. Customer stated that her blood glucose was 328 mg/dl, 297 mg/dl,168 mg/dl which was treated with bolus through insulin pump. Customer also reports that blood glucose was 297 mg/dl, 168 mg/dl and sensor glucose was 243 mg/dl, 128 mg/dl respectively. Customer declined troubleshoot for sensor glucose versus blood glucose difference. Insulin pump will not be return for analysis.